Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the impactor could not be loosened the knob and could not be removed from the tibial component after the implantation. Though the surgeon did not tightened the knob fully. The surgeon loosened the knob with the bone forceps.